Event description:
The pump was returned for service where a failure code 807:05 was found in the event history. The clinical engineer reported to baxter qm that there was no report of any patient injury or medical intervention as a result of the failure. It is known if the device was in use on a patient when the failure occurred. Details were not available regarding patient status, age of patient, medication involved or the set up of the infusion device.